Manufacturer narrative:
H.6. Investigation: one photo and five 10ml syringes, four of which were sealed and one opened, confirmed to be from batch #9301188 (p/n 302995), were received. The samples were visually evaluated. All five syringes were observed to have a jammed stopper condition, which is rejectable per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9301188 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the plunger rod was improperly positioned in the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter: "plunger improperly installed."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger rod was improperly positioned in the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter: "plunger improperly installed."